Event description:
A malfunction identified by code malf 12 was reported, which did not adversely impact the customer's blood glucose level. Technical support provided the customer with information on resetting the pump and assisted with the reset, after which the malfunction code did not reappear. The customer was advised to continue using the pump and to contact support again if the issue recurred.